Event description:
It was reported, the pump was explanted due to infection. It was reported, there was purulent like fluid in the pocket. It was noted a drain was placed in surgery and they were unable to proceed without a change out. It was noted, the catheter remained implanted. It was stated, the drain was removed at an unknown date and the wound healed well. It was reported a new pump and catheter were implanted on 2014 (B)(6). The patient status was noted as alive with no injury. It was reported there was less than 50% therapy relief at the device pocket. The pump was used to deliver morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Information previously reported about less than 50% therapy relief no longer applies to this event. Please refer to manufacturer report # 3004209178-2014-01388 for this information.

Event description:
It was further reported that it was not known if a culture was taken from the pump pocket. The patient was currently doing well with good results.

Event description:
Additional information was received and it was reported that the pump was last refilled on (B)(6) 2013. The patient was treated post operatively "for what was apparently an infection at that time of explant although the gram stain and culture of the device pocket were negative." That wound healed nicely and the patient was anxious to have a pump re-implanted. The patient was successfully re-implanted.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).